Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury (perforation on anterior leaflet) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leaflet injury, requiring intervention. It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr). After the third clip was placed, the echocardiologist noticed a perforation on the anterior (a2) leaflet. The perforation was on the lateral side of the second clip. Echocardiologist stated that the quality of the leaflets might be the reason why the perforation occurred. It was decided to implant a fourth clip in between the first and second clips on the lateral side of a3 to address the perforated leaflet. It was indicated that there was a slight clinically delay due to the leaflet perforation, requiring additional clip to be implanted. No additional information was provided.